Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. Upon reassessment of the reported event, it was determined that exactech devices did not cause or contribute to this reported event. As a result, this device is no longer considered reportable by exactech and this report may be disregarded. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h6 - device problem code, investigation type, and h11. Upon completion of our investigation and reassessment of the reported event, it was determined that this device may have cause or contribute to the reported event. As a result, this device is now considered reportable by exactech. Please disregard prior follow-up report. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10: concomitant devices unknown. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total shoulder replacement on the right side. Subsequently, the patient experienced an unknown issue. As a result, approximately 10 months after initial replacement, the patient underwent a right shoulder revision. No further impact to the patient was reported. No other information is available.